Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl which was treated with insulin pump. The customer's another blood glucose level was 568 mg/dl. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump had insulin flow block alarm during bolus. The device will not be returned for analysis.